Manufacturer narrative:
Correction: b1 - previously no need to check product problem section due to no malfunction.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented skin erosion at device pocket site during follow-up in clinic. The insertable cardiac monitor (icm) was explanted. The patient was in stable condition.